Event description:
It was reported that this left ventricular (lv) lead was capped due it was exhibiting high pacing thresholds after generator change, it was confirmed that the lead dislodged. A new lead was successfully implanted. No additional adverse patient effects were reported.